Event description:
Customer reported a patient presented with a "sterile abscess" at unspecified time following strabismus surgery. The patient was returned to surgery for a revision. No further event information was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.